Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2017, the patient was treated by a healthcare provider for a seizure and alleged neurological damage associated with an alleged unspecified pump issue. Reportedly, the patient was treated by a healthcare provider but information about the type of treatment received could not be obtained. It could not be determined whether or not the patient continued pump therapy. Troubleshooting with customer technical support (cts) could not be completed therefore the unspecified pump issue could not be confirmed. Follow-up calls from cts were made to attempt to contact the patient but contact was unsuccessful and no additional information was obtained. Animas has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report will be submitted. This complaint is being reported based on the allegation that the patient experienced a medical issue requiring medical intervention and the pump could not be ruled out as a contributing factor.